Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, h.2, and h.3 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. An addition was made to h.6: component code. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. A visual examination of the returned sheath revealed a liner with full circumferential delamination 0.5'' in length starting from the distal tip, a liner bunching in the delaminated region, a c-marker that's present and intact, no soft tip damage, a liner that is fully expanded as designed, a distal tip open along the axial score line, but torn radially along distal edge of liner, radial and slant score lines are present, scratches along the sheath shaft, hdpe stretching, and soft distal tip stretching. Imagery of the patient's anatomy provided by the site revealed the patient's access vessel had the presence of calcification and tortuosity. Images of the device revealed a longitudinal and radial balloon burst, a liner delaminated, and a distal tip torn radially. The complaints for sheath liner delamination and sheath distal tip torn were confirmed by visual examination of the returned device. Review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of instructions for use (IFU)/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per evaluation of the returned device, the sheath shaft had scratches, suggesting the presence of access vessel calcification and tortuosity, respectively. A burst balloon was present on the returned device. The altered balloon profile could catch on the sheath liner during system withdrawal. In addition, the system/balloon could catch on the distal tip/liner if the devices were not aligned coaxially during system retrieved. Furthermore, the presence of tortuosity and calcification within the patient's vasculature, as revealed imagery of the patient's anatomy provided by the site, could contribute to suboptimal withdrawal angles, leading to the reported withdrawal difficulty. If high withdrawal forces were applied and devices manipulated, it could lead to the full liner circumferential delamination, liner bunching, and distal tip radial tear. The distal tip radial tear could have occurred earlier in the procedure during the delivery system insertion wherein the tear occurred due to improper tip expansion, resulting in interference between the valve and sheath tip. However, with no allegation of difficulties advancing the delivery system through the sheath, this root cause is unable to be confirmed. Available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (withdrawal of burst balloon, device manipulation) may have contributed to the sheath liner delamination. No device problem or manufacturing non-conformance that would have contributed to the complaint events were identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra) is required. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering imaging review. Sections b.4, g.3, g.6, and h.2 have been updated. An addition was made to b.5, and h.6: device code. Per engineering review of photo, the distal tip of the esheath is torn radially. Preliminary inspection of the returned device confirmed circumferential liner delamination and distal tip torn of the esheath. Please reference manufacturer report number: (B)(4).

Event description:
Per engineering review of photo, the distal tip of the esheath is torn radially. Preliminary inspection of the returned device confirmed circumferential liner delamination and distal tip torn of the esheath.

Event description:
As reported by the field clinical specialist, during a right transfemoral tavr procedure with a 29 mm sapien 3 ultra resilia (s3ur) valve, the commander delivery system balloon ruptured during deployment due to the severe aortic root calcification. The delivery system distal tip was unable to be tracked back into the 16f esheath+. The commander was tracked as far back into the esheath+ as much as possible and the devices were removed as one with the esheath+. A new 16fr esheath+ was prepped and inserted over the safari wire and a 28 true balloon was used to post dilate the 29 mm s3ur to ensure full expansion. Upon removal of the devices, a 10mm stent was placed in the right common femoral to repair the hole in the artery from the removal of the ruptured balloon/commander. Additional details of event: a balloon aortic valvuloplasty was not performed pre-implant. The commander delivery system was prepped with 1 cc less than the recommended nominal volume. The speed of the inflation technique during deployment was slow-medium. There was no difficulty with the valve alignment. The physician could not tell if any damage was observed on the balloon shaft. The patient is still in the hospital. A preliminary review of a photo of the devices after removal, shows the delivery system with a ruptured balloon and there appears to be circumferential delamination of the esheath+ liner. This report is regarding the esheath+ damage observed upon removal.

Manufacturer narrative:
Investigation is ongoing.